Event description:
The reporter stated that the surgeon was advancing a +24.5 diopter collamer lens in the msi-pm injector and, noticed the lens was tearing so he quit using it. The reporter stated that the injector's plunger was tearing the lens. There was no patient injury.

Manufacturer narrative:
The injector was not returned for evaluation however, the lens was received and a visual inspection shows a portion of the lens optic and one haptic is torn off & missing. There is clear surgical residue on the lens. It should be noted that the cartridge was not returned.